Event description:
It was reported that the customer has been experiencing unexplained high blood glucose levels for a few days. The customer was showing signs of diabetic ketoacidosis, and was being taken to the hospital a the time of the call. The customer was not present at the time of the call for troubleshooting. Advised the caller to call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.